Event description:
Procedure: hemicolectomy. According to the reporter: during the case the pin on the tip of the clamp was disengaged. Nothing fell into the pt cavity. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).